Event description:
Per the clinic, the patient experienced wound dehiscence over the implant site (specific date not reported). The incision reportedly did not heal appropriately following surgery, requiring placement of additional sutures postoperatively. Despite local wound care, the wound did not improve. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.